Manufacturer narrative:
(B)(4) no RMA has been initiated for this event. Model tdxsp-mcg, serial number/date (B)(4) is approximately 7 months of age. The owner's manual was issued with this device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the drive lockout switch stopped operating.

Event description:
Customer alleges lockout switch stopped operating. Replaced under warranty. No injury alleged.